Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 125 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.